Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their back hurt while standing up when they first got their implant. Pt said that they met with a medtronic rep  regarding the issue at their doctor's appointment a few weeks to a month after implant and they did reprogramming and set up adaptive stim; pt said this was the first time they made the rep aware of the pain. Pss documenting past event that was reported by the pt on the call. Pt was set up as guest patient because pt didn't have implant serial number at the start of the call and upon pss calling back for further questions, pt found their ID card with implant serial number. Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their recharger antenna (rtm) cord, where the cord meets the paddle, was getting warmer than normal and they noticed this the other day. Pt said that they also were unable to get to connect to their implant to rech arge. Pt said that they kept repositioning the rtm paddle, by where there scar is, and they were not able to get connected and the controller just kept telling them to try again. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack contacts. After reset, pt said that their implant battery was low. The issue was not resolved. An email was sent to the repair department to replace the rtm. While on the call the pt asked about their menu options and why their "check position" option was not lit up in the menu. Pss reviewed this information with the pt and was unable to troubleshoot the issue further as the pt's implant battery was depleted. Pt will check that adaptive stimulation is on after they charge their implant with rtm replacement and call ps to further troubleshoot if needed. Pt said they do have adaptive stimulation and said that a few weeks to a month after implant, their back hurt more while standing so a medtronic rep did reprogramming and set up adaptive stim. When the pt first called they d idn't have their implant serial number and were not pulling up in diq so was set up as guest patient. Pss called pt back with additional questions regarding adaptive stimulation and the pt said they found their card. Pt also mentioned the medtronic rep telling them to reset their controller and that was right after implant but pt didn't remember any details to why they reset their controller on the call. Additional information was received. It was reported that the circumstances that led to the implant being depleted and their back hurt while standing up was that the connection from the charger was not charging the battery. The patient noted that the issue has been resolved; a new charger paddle was provided.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number nlf087291n ) found that there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.